Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1,400 mg/dl while wearing the pod. The patient reports their controller screen was blanc. Symptoms reported include hyperglycemia and loss of consciousness. The patient had gone into a coma and reports having a previous stroke. The patient was taken by ambulance to the hospital. No medical treatment information could be provided as the patient did not remember. The patient was in the hospital for 2 weeks and then had gone for rehabilitation where they had been using manual injections of insulin for 1 month. The patient reports their controller is with their doctor.